Manufacturer narrative:
The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. No unexpected battery power loss noted during testing. Pump error 63 alarm confirmed in the pump history due to cracked trace on the keypad assembly. Unit received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a hardware low level failures error and an unexpected battery power loss alarm. The customer blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.